Event description:
During prep, the needle of an outback re-entry catheter could be extended, but could not be fully retracted, leaving about 2mm of the tip extended. The physician used another outback to complete the procedure successfully. However, after the procedure was completed with the second outback catheter, the physician noted that he felt the catheter "drag a little" while it was being removed from the patient. Outside of the body, the physician noticed that the needle would not come back into the catheter and was extended about 1mm. There was no patient injury reported.

Manufacturer narrative:
This is one of two product involved with this adverse event in which associated manufacturer report number is 9616099-2008-01950. The product is expected to be returned for additional testing. Additional information will be submitted upon days of receipt.